Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the kinked internal suction tubing was trimmed and rerouted.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced decrease in suction. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.